Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), h3: analysis of the recharger wr9220 wireless perficio insr (s/n: (B)(6)) revealed the leds scrolled continuously, the device was unresponsive, and the flash sector read/write protection bits had become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's recharger was not working. The battery lights were scrolling up and down and it would not turn on. The patient attempted a hard reset but the recharger was not responsive. The patient indicated they let the recharger battery discharge between uses and would only charge it before they needed to use it. The patient was advised to keep the recharger charged and on the dock in the future to prevent this problem from reoccurring. A replacement recharger was sent out.